Manufacturer narrative:
Code 10: the following is a summary of the explant investigation observations: level 1 analysis: tissue present: yes. Scattered plaques of dark red/brown, yellow, and tan tissue were present on the abluminal surface. A foci of yellow and brown tissue (gelatinous in appearance) was present on the abluminal surface of cl-1, just distal to the contralateral gate. The lumens were patent with minimal, scattered plaques of red/brown tissue present. A foci of tan tissue was present in the distal lumens of both cl-1 & cl-2. Cl-1 was seated within and extended distally from the contralateral gate of the trunk. Cl-2 was seated within and extended distally from the ipsilateral leg of the trunk. No material findings were identified. Request for additional analysis: yes. Reason: to better understand the material integrity of the devices and the composition of the foci of yellow and brown tissue on the abluminal surface of cl-1 in the level 1 report, a level 2 post-digest analysis report was requested and performed by geprovas. Level 2 analysis: the foci of yellow and brown tissue on the abluminal surface of cl-1 was removed and subjected to histopathologic sampling by geprovas. A pathologist with w.l. Gore & associates reviewed images of the masson¿s trichrome and hematoxylin eosin slides. The tissue was consistent with degenerate thrombus with partial collagen organization. White deposits of material (presumptive calcification) were present on the abluminal surfaces. Two areas of radial film wrap disruption, intermixed with calcification deposits, were present on the main body of the trunk. The radial film wrap disruptions were consistent with in-vivo wear of the device in an area of severe calcification. A wire disruption was present in the waist region of the trunk, just distal to the area of bifurcation. The disrupted wire surfaces presented in a flat manner with a ¿shiny¿ material appearance, which is typically associated with a recent fatigue loading event (presumptive fracture). However, the exact cause and time of the fracture can not be determined with the information provided. Material disruptions (i.e., radial film disruptions, wire fracture) are consistent with those caused by in-vivo wear. The was no observable or reported impacted associated with the material disruptions identified. Based on the explant investigation review of the geprovas reports no additional analysis is requested.

Manufacturer narrative:
H6: health effect- impact code added.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented on (B)(6) 2013, with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2019, the endoprosthesis was explanted due to aneurysm rupture. It was stated that the rupture was probably caused by an aorto-cave fistula that appeared to be visible on pre-explant images dated (B)(6) 2019. An aorto-bi-femoral bypass was performed. The patient state has deteriorated, palliative care was decided. The patient expired on (B)(6) 2019.

Manufacturer narrative:
H6: component code 4755 added g1: manufacturing site and address corrected